Event description:
It was reported that the cartridge leaked insulin. There was no adverse impact to the customer's blood glucose level. The customer was able to change the cartridge and resume insulin therapy successfully, and a cartridge return was arranged by technical support.